Event description:
Voluntary medwatch form received notes that a patient's atrial lead was fracture and was capped. No patient condition or further information was reported.

Manufacturer narrative:
Voluntary medwatch MDR report #: mw5167894.